Event description:
Doctor called to advise screw fractured and has a piece stuck in the implant. Tools were ordered for removal.

Manufacturer narrative:
Zimvie complaint: (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Unknown dental implant, lot number: unknown. Therapy date: unknown / not provided. Initial reporter¿s title and last name are not provided / unknown.

Manufacturer narrative:
The product was not returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.